Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this pacemaker was having their device checked in the emergency room (ER) for loss of capture (loc). This pacemaker displayed safety mode. Ultimately, this pacemaker was explanted and replaced with a new pacemaker, which remains in service. No additional adverse patient effects were reported.